Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and concern with product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: seroma and patient concern with the product.

Event description:
Healthcare professional reported right side seroma and patient concern with the product. Device remains implanted.